Manufacturer narrative:
(B)(6) 2015 02:09 pm (gmt-4:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal was deployed into patient's aorta and then the seal was cracked, which caused bleeding. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No signs of blood or clinical use were observed. The seal and tension spring assembly was returned outside the loading device. The seal was delaminated at the outer and inner coils. The following measurements were taken: the inner delivery tube diameter was measured at 0.198 in and the outer delivery tube diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based on the condition of the device as received, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal was deployed into patient's aorta and then the seal was cracked, which caused bleeding. A replacement device was used to complete the procedure.